Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that she was unable to locate the sensor wire and claimed that she did not feel the wire upon insertion on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.